Event description:
It was reported that during a biopsy procedure, the device allegedly primed twice, and allegedly fired on its own without pressing the fire button. It was further reported that when device stays in the locked position indicator was full red. Furthermore, the device sometimes takes several tries to get the device to lock into the prime position. Reportedly, it was several seconds after it locked as it was when the device was handed to the physician that it fired without touching the trigger. There was no reported patient injury.

Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a biopsy procedure, the device allegedly primed twice, and allegedly fired on its own without pressing the fire button. It was further reported that when device stays in the locked position indicator was full red. Furthermore, the device sometimes takes several tries to get the device to lock into the prime position. Reportedly, it was several seconds after it locked as it was when the device was handed to the physician that it fired without touching the trigger. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good physical condition. The device was functionally tested and failed the test due to loosen leaf springs on the latch plate assembly makes device intermittently fails to latch in the 2nd primed position and this causes the driver to fire when tension is released and device difficult to lock into the prime position identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the reported device fires on its own issue and the investigation is determined to be confirmed for the reported device take several tries to lock into the prime position issue. The root cause for reported device fires on its own issue was determined to be loose leaf springs on the latch plate assembly identified during evaluation. The root cause for reported device take several tries to lock into the prime position issue was determined to be loose leaf springs on the latch plate assembly identified during evaluation. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: d4 (expiry date: 08/2028). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.